Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), genital haemorrhage ("bleedings"), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations") and syncope ("fainting") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine injury (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), abdominal pain ("acute abdominal pain"), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope (seriousness criterion medically significant), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), uterine leiomyoma ("uterine fibroids") and hyperhidrosis ("abnormal sweating"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, genital haemorrhage, uterine injury, genital injury, abdominal pain, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, hysterectomy, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleedings'), menometrorrhagia ('menometrorrhagia') and uterine polyp ('endometrial polyps') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgical menopause (at age 52) in 2018, autoimmune thyroiditis in 2008, spontaneous abortion (1) in 1993, smoker from 1983 to 1986, appendectomy in 1980, menarche (at age 13), skin eruption in 1973, tonsillectomy in 1973, acrocyanosis (around 4 and 5 years old, at first limited to a single finger, recently 2 fingers) in 1970, parity 2 (spontaneous full-term births in 1994 and 1998), multigravida (3), menstruation normal, drug intolerance (common contraceptive methods) and sun sensitivity. No family history of cancer, she has never taken medications chronically; no allergies to medications or substances, no family history of psoriasis, no sjögren¿s syndrome, no known food intolerances. Previously administered products included for an unreported indication: combined hormonal contraceptives from 1986 to 2004. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), libido decreased ("decrease of libido / loss of libido"), peripheral swelling ("swelling of the hands and lower extremity"), palpitations ("palpitation"), rheumatic disorder ("rheumatic-type pain"), pruritus ("general pruritus not associated with infection"), uterine polyp (seriousness criterion medically significant) and arthralgia ("pain in elbows"). In (B)(6) 2018, the patient experienced fatigue aggravated ("worsening chronic fatigue"), musculoskeletal stiffness ("worsening muscle stiffness") and pain ("worsening migrating pains"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), abdominal pain ("acute abdominal pain"), groin pain ("inguinal pain"), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling / chronic fatigue"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs / paraesthesia in hands"), joint swelling ("swelling of the ankles"), hyperhidrosis ("abnormal sweating"), pain in extremity ("lower extremity pain"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), constipation ("constipation"), visual acuity reduced ("loss of visual acuity"), depressed mood ("significant drop in mood") and raynaud's phenomenon ("bilateral raynaud¿s disease") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with aminaphtone (capillarema), colecalciferol (annister), enoxaparin sodium, hydroxychloroquine, levothyroxine (l-thyroxin), levothyroxine sodium (euthyrox), paracetamol (pain relief) and surgery (essure removal via sub-total hysterectomy with bilateral salpingo-oophorectomy and resected using a video resectoscope). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menometrorrhagia, uterine injury, genital injury, abdominal pain, groin pain, back pain, fatigue aggravated, nausea, vomiting, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, affective disorder, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, joint swelling, uterine leiomyoma, hyperhidrosis, palpitations, pain in extremity, rheumatic disorder, pyrexia, visual acuity reduced, uterine polyp and arthralgia outcome was unknown, the alopecia, insomnia, libido decreased, peripheral swelling, abdominal distension, constipation, pruritus, depressed mood, musculoskeletal stiffness and pain had resolved and the raynaud's phenomenon had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, constipation, cystitis, depressed mood, depression, dermatitis, dizziness, ear disorder, fatigue aggravated, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menometrorrhagia, menstruation irregular, migraine, musculoskeletal stiffness, nausea, pain, pain in extremity, palpitations, paraesthesia, peripheral swelling, pruritus, pyrexia, raynaud's phenomenon, rheumatic disorder, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, uterine polyp, vaginal discharge, visual acuity reduced, visual impairment, vomiting, weight fluctuation and fatigue to be related to essure. The reporter commented: she always practiced non-contact sports. Essure was placed monolaterally on the right in (B)(6) 2011 (placement on left not possible) and placed on the left in (B)(6) 2011. Presence of palpitations explained by mild valvular murmur, dyspnoea on effort but not at rest, never dysphagia, occasional transit alterations. Immediately after the intervention of essure removal, the hair loss, pruritus and insomnia disappeared. Shortly after, the fatigue, migrating pains, muscle stiffness and constipation also disappeared. The abdominal bloating and lower extremity swelling reduced, with weight loss of 3 kg, despite having resumed a less restricted diet than before the intervention. Clear improvement in mood and return of libido. Reduction of palpitations. The paraesthesia in the upper and lower limbs remains. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Angioscopy - in (B)(6) 2012: diagnostic of suspected connected tissue disease. Antinuclear antibody - on (B)(6) 2013: 1:320 with nucleolar pattern; on (B)(6) 2013: negative. Blood thyroid stimulating hormone - in (B)(6) 2012: increased. Echocardiogram - on (B)(6) 2013: cavity dimensions and wall thicknesses within normal limits; no alterations of overall and/or segmental wall motion, ef 65%. Right sections within limits. Right ventricle with normal motion, tapse (tricuspid annular plane systolic excursion) > 20, mild mitral regurgitation. Ascending aorta and aortic arch normal. Pericardium normal; on (B)(6) 2018: left ventricle of normal dimensions (end diastolic diameter 46 mm), thickness (intraventricular septum and posterior wall 9 mm), with preserved overall and segmental contractility (ef 60%). Aortic root and ascending aorta of normal dimensions (30 mm and 31 mm respectively). Aortic valve tricuspid, continent, with normal gradients. Left atrium slightly enlarged (end diameter 43 mm). Mitral valve leaflets prolapsed (especially the posterior) with mild-moderate regurgitation. Right sections of normal dimensions. Right ventricle with normal movement. Mild tricuspid regurgitation with pulmonary artery systolic pressure 20 mmhg. Pericardium normal. Gynaecological examination - in 2020: multiparous external genitalia, skin free from pathologies, cervix mobile and pain-free, adnexal regions clear, no pain in bladder region. Speculum: portio vaginalis epithelium normal, no ongoing losses. Abdomen depressible. Hysterosalpingogram - on (B)(6) 2011: the preliminary exam without contrast revealed the devices positioned symmetrically. After introduction of the contrast medium, good distension of the uterine cavity was obtained without opacity in either fallopian tube. Pathology test - on (B)(6) 2016: fragments of endometrial polyp, proliferative type endometrium and fragments of myometrium.; on (B)(6) 2018: uterine corpus and adnexa. Macroscopic description - uterine corpus arrived heavily lacerated, of 6×5 cm with adnexa adhered bilaterally consisting of one brownish fallopian tube of 4 cm in length and greyish ovary of 1.6×1×0.6 cm and one brownish fallopian tube of 4.5 cm in length and greyish ovary of 2×1×0.6 cm. The endometrium appears brownish and thin. A1 = endometrium b1 = apparent border of the uterine corpus c1-c2 = fallopian tube of 4 cm in length d1 = ovary of 1.6×1×0.6 cm e1-e2 = brownish fallopian tube of 4.5 cm in length f1 = ovary of 2×1×0.6 cm diagnosis - hypotrophic endometrium. Chronic and acute inflammatory infiltrate in fallopian tubes, one of which has at times developed abscesses. Ovaries normal; in (B)(6) 2018: chronic and acute inflammation in the fallopian tubes with development of abscesses. Pulmonary function test - on (B)(6) 2013: obstruction of small airways, fef75 50%, fef50 57%, fev1 102, fvc 119, fev/fvc 73% obstruction of small airways, dlco 87%.. Spirometry - in (B)(6) 2012: diagnostic of suspected connected tissue disease. Ultrasound scan vagina - in 2020: cervix of normal size and morphology. No masses in the adnexa or pelvic deposits. Ultrasound thyroid - on (B)(6) 2013: ultrasound examination characterised by hypoechoic areas of inflammation, decidedly more marked in the right lobe (hypotrophic left lobe).. X-ray - on (B)(6) 2017: x-ray of right and left knee. Mild bilateral gonarthrosis of the medial tibiofemoral compartment with narrowing of the associated joint space and marginal osteophytosis of the articular surfaces. Spiking of the intercondylar eminences. Osteophytosis of the patellar articular surface. Most recent follow-up information incorporated above includes: on 20-nov-2020: the following information was added: on reporter: new reporters; medical history updated, patient demographics and lab data added; date of essure insertion and removal added, treatment medications added; events added: palpitation, lower extremity pain, rheumatic-type pain, rheumatic-type pain and fever, menometrorrhagia, abdominal bloating, general pruritus not associated with infection, loss of visual acuity, endometrial polyps, worsening chronic fatigue, worsening chronic fatigue, worsening muscle stiffness, worsening migrating pains, bilateral raynaud¿s disease; hysterectomy was deleted as individual event and was added as non-drug treatment for event genital haemorrhage (serious incident). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleedings'), menometrorrhagia ('menometrorrhagia') and uterine polyp ('endometrial polyps') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgical menopause (at age 52) in 2018, autoimmune thyroiditis in 2008, spontaneous abortion (1) in 1993, smoker from 1983 to 1986, appendectomy in 1980, skin eruption in 1973, tonsillectomy in 1973, acrocyanosis (around 4 and 5 years old, at first limited to a single finger, recently 2 fingers) in 1970, menarche (at age 13), parity 2 (spontaneous full-term births in 1994 and 1998), multigravida (3), menstruation normal, drug intolerance (common contraceptive methods) and sun sensitivity. No family history of cancer, she has never taken medications chronically; no allergies to medications or substances, no family history of psoriasis, no sjögren¿s syndrome, no known food intolerances. Previously administered products included for an unreported indication: combined hormonal contraceptives from 1986 to 2004. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), libido decreased ("decrease of libido / loss of libido"), peripheral swelling ("swelling of the hands and lower extremity"), palpitations ("palpitation"), rheumatic disorder ("rheumatic-type pain"), pruritus ("general pruritus not associated with infection"), uterine polyp (seriousness criterion medically significant) and arthralgia ("pain in elbows"). In (B)(6) 2018, the patient experienced the first episode of fatigue ("worsening chronic fatigue"), musculoskeletal stiffness ("worsening muscle stiffness") and pain ("worsening migrating pains"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), abdominal pain ("acute abdominal pain"), groin pain ("inguinal pain"), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), the second episode of fatigue ("fatigue feeling / chronic fatigue"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs / paraesthesia in hands"), joint swelling ("swelling of the ankles"), hyperhidrosis ("abnormal sweating"), pain in extremity ("lower extremity pain"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), constipation ("constipation"), visual acuity reduced ("loss of visual acuity"), depressed mood ("significant drop in mood") and raynaud's phenomenon ("bilateral raynaud¿s disease") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with aminaphtone (capillarema), colecalciferol (annister), enoxaparin sodium, hydroxychloroquine, levothyroxine (l-thyroxin), levothyroxine sodium (euthyrox), paracetamol (pain relief) and surgery (essure removal via sub-total hysterectomy with bilateral salpingo-oophorectomy and resected using a video resectoscope). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menometrorrhagia, uterine injury, genital injury, abdominal pain, groin pain, back pain, nausea, vomiting, tooth loss, hypersensitivity, food intolerance, the last episode of fatigue, syncope, affective disorder, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, joint swelling, uterine leiomyoma, hyperhidrosis, palpitations, pain in extremity, rheumatic disorder, pyrexia, visual acuity reduced, uterine polyp and arthralgia outcome was unknown, the alopecia, insomnia, libido decreased, peripheral swelling, abdominal distension, constipation, pruritus, depressed mood, musculoskeletal stiffness and pain had resolved and the raynaud's phenomenon had not resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, constipation, cystitis, depressed mood, depression, dermatitis, dizziness, ear disorder, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menometrorrhagia, menstruation irregular, migraine, musculoskeletal stiffness, nausea, pain, pain in extremity, palpitations, paraesthesia, peripheral swelling, pruritus, pyrexia, raynaud's phenomenon, rheumatic disorder, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, uterine polyp, vaginal discharge, visual acuity reduced, visual impairment, vomiting, weight fluctuation, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she always practiced non-contact sports. Essure was placed monolaterally on the right in (B)(6) 2011 (placement on left not possible) and placed on the left in (B)(6) 2011. Presence of palpitations explained by mild valvular murmur, dyspnoea on effort but not at rest, never dysphagia, occasional transit alterations. Immediately after the intervention of essure removal, the hair loss, pruritus and insomnia disappeared. Shortly after, the fatigue, migrating pains, muscle stiffness and constipation also disappeared. The abdominal bloating and lower extremity swelling reduced, with weight loss of 3 kg, despite having resumed a less restricted diet than before the intervention. Clear improvement in mood and return of libido. Reduction of palpitations. The paraesthesia in the upper and lower limbs remains. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Angioscopy in (B)(6) 2012: diagnostic of suspected connected tissue disease. Antinuclear antibody. On (B)(6) 2013: 1:320 with nucleolar pattern; on (B)(6) 2013: negative. Blood thyroid stimulating hormone. In (B)(6) 2012: increased. Echocardiogram. On (B)(6) 2013: cavity dimensions and wall thicknesses within normal limits; no alterations of overall and/or segmental wall motion, ef 65%. Right sections within limits. Right ventricle with normal motion, tapse (tricuspid annular plane systolic excursion) > 20, mild mitral regurgitation. Ascending aorta and aortic arch normal. Pericardium normal; on (B)(6) 2018: left ventricle of normal dimensions (end diastolic diameter 46 mm), thickness (intraventricular septum and posterior wall 9 mm), with preserved overall and segmental contractility (ef 60%). Aortic root and ascending aorta of normal dimensions (30 mm and 31 mm respectively). Aortic valve tricuspid, continent, with normal gradients. Left atrium slightly enlarged (end diameter 43 mm). Mitral valve leaflets prolapsed (especially the posterior) with mild-moderate regurgitation. Right sections of normal dimensions. Right ventricle with normal movement. Mild tricuspid regurgitation with pulmonary artery systolic pressure 20 mmhg. Pericardium normal. Gynaecological examination. In 2020: multiparous external genitalia, skin free from pathologies, cervix mobile and pain-free, adnexal regions clear, no pain in bladder region. Speculum: portio vaginalis epithelium normal, no ongoing losses. Abdomen depressible. Hysterosalpingogram on (B)(6) 2011: the preliminary exam without contrast revealed the devices positioned symmetrically. After introduction of the contrast medium, good distension of the uterine cavity was obtained without opacity in either fallopian tube. Pathology test on (B)(6) 2016: fragments of endometrial polyp, proliferative type endometrium and fragments of myometrium; on (B)(6) 2018: uterine corpus and adnexa. Macroscopic description uterine corpus arrived heavily lacerated, of 6×5 cm with adnexa adhered bilaterally consisting of one brownish fallopian tube of 4 cm in length and greyish ovary of 1.6×1×0.6 cm and one brownish fallopian tube of 4.5 cm in length and greyish ovary of 2×1×0.6 cm. The endometrium appears brownish and thin. A1 endometrium. B1 apparent border of the uterine corpus. C1-c2 fallopian tube of 4 cm in length. D1 ovary of 1.6×1×0.6 cm. E1-e2 brownish fallopian tube of 4.5 cm in length. F1 ovary of 2×1×0.6 cm. Diagnosis hypotrophic endometrium. Chronic and acute inflammatory infiltrate in fallopian tubes, one of which has at times developed abscesses. Ovaries normal; in (B)(6) 2018: chronic and acute inflammation in the fallopian tubes with development of abscesses. Pulmonary function test on (B)(6) 2013: obstruction of small airways, fef75 50%, fef50 57%, fev1 102, fvc 119, fev/fvc 73% obstruction of small airways, dlco 87%. Spirometry in (B)(6) 2012: diagnostic of suspected connected tissue disease. Ultrasound scan vagina in 2020: cervix of normal size and morphology. No masses in the adnexa or pelvic deposits. Ultrasound thyroid on (B)(6) 2013: ultrasound examination characterised by hypoechoic areas of inflammation, decidedly more marked in the right lobe (hypotrophic left lobe). X-ray on (B)(6) 2017: x-ray of right and left knee. Mild bilateral gonarthrosis of the medial tibiofemoral compartment with narrowing of the associated joint space and marginal osteophytosis of the articular surfaces. Spiking of the intercondylar eminences. Osteophytosis of the patellar articular surface. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("bleedings"), menometrorrhagia ("menometrorrhagia") and uterine polyp ("endometrial polyps") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of surgical menopause (at age 52) in 2018, autoimmune thyroiditis in 2008, spontaneous abortion (1) in 1993, smoker from 1983 to 1986, appendectomy in 1980, tonsillectomy and skin eruption in 1973, acrocyanosis (around 4 and 5 years old, at first limited to a single finger, recently 2 fingers) in 1970 and miscarriage, thyroiditis, weakness, fever, arthralgia, undifferentiated connective tissue disease, sun sensitivity, drug intolerance (common contraceptive methods), menstruation normal, multigravida (3), parity 2 (spontaneous full-term births in 1994 and 1998) and menarche (at age 13). No family history of cancer, she has never taken medications chronically; no allergies to medications or substances, no family history of psoriasis, no sjögren¿s syndrome, no known food intolerances. Previously administered products included: oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012 she experienced menometrorrhagia (seriousness criteria medically important and intervention required), libido decreased ("decrease of libido / loss of libido"), peripheral swelling ("swelling of the hands and lower extremity"), palpitations ("palpitation"), rheumatic disorder ("rheumatic-type pain"), pruritus ("general pruritus not associated with infection"), uterine polyp (seriousness criterion medically important) and arthralgia ("pain in elbows"). In (B)(6) 2018 she experienced a first episode of fatigue ("worsening chronic fatigue"), musculoskeletal stiffness ("worsening muscle stiffness") and pain ("worsening migrating pains"). Essure was removed on (B)(6) 2018. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), abdominal pain ("acute abdominal pain"), groin pain ("inguinal pain"), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), a second episode of fatigue ("fatigue feeling / chronic fatigue"), syncope ("fainting"), insomnia ("insomnia"), affective disorder ("mood disorders"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs / paraesthesia in hands"), joint swelling ("swelling of the ankles"), hyperhidrosis ("abnormal sweating"), pain in extremity ("lower extremity pain"), a first episode of pyrexia ("fever"), abdominal distension ("abdominal bloating"), constipation ("constipation"), visual acuity reduced ("loss of visual acuity"), depressed mood ("significant drop in mood"), raynaud's phenomenon ("bilateral raynaud¿s disease") and a second episode of pyrexia ("fever") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with euthyrox (levothyroxine sodium), hydroxychloroquine, annister (colecalciferol), capillarema (aminaphtone), enoxaparin sodium, pain relief (paracetamol) and l-thyroxin (levothyroxine) as well as surgery (essure removal via sub-total hysterectomy with bilateral salpingo-oophorectomy and resected using a video resectoscope). At the time of the report, the alopecia, insomnia, libido decreased, peripheral swelling, latest episode of pyrexia, abdominal distension, constipation, pruritus, depressed mood, arthralgia, musculoskeletal stiffness and pain had resolved and the raynaud's phenomenon had not resolved. The outcomes for genital haemorrhage, menometrorrhagia, uterine injury, genital injury, abdominal pain, groin pain, back pain, nausea, vomiting, tooth loss, hypersensitivity, food intolerance, syncope, affective disorder, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, joint swelling, uterine leiomyoma, hyperhidrosis, palpitations, pain in extremity, rheumatic disorder, visual acuity reduced, uterine polyp and the last episode of fatigue were unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, constipation, cystitis, depressed mood, depression, dermatitis, dizziness, ear disorder, the first episode of fatigue, the second episode of fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menometrorrhagia, menstruation irregular, migraine, musculoskeletal stiffness, nausea, pain, pain in extremity, palpitations, paraesthesia, peripheral swelling, pruritus, the first episode of pyrexia, the second episode of pyrexia, raynaud's phenomenon, rheumatic disorder, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, uterine polyp, vaginal discharge, visual acuity reduced, visual impairment, vomiting and weight fluctuation to be related to essure administration. The reporter commented: she always practiced non-contact sports. Essure was placed monolaterally on the right in february 2011 (placement on left not possible) and placed on the left in (B)(6) 2011. Presence of palpitations explained by mild valvular murmur, dyspnoea on effort but not at rest, never dysphagia, occasional transit alterations. Immediately after the intervention of essure removal, the hair loss, pruritus and insomnia disappeared. Shortly after, the fatigue, migrating pains, muscle stiffness and constipation also disappeared. The abdominal bloating and lower extremity swelling reduced, with weight loss of 3 kg, despite having resumed a less restricted diet than before the intervention. Clear improvement in mood and return of libido. Reduction of palpitations. The paraesthesia in the upper and lower limbs remains. Discrepancy noted in date of birth. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.83 kg/sqm. [Angioscopy] in (B)(6) 2012: diagnostic of suspected connected tissue disease [antinuclear antibody] on (B)(6) 2013: 1:320 with nucleolar pattern and negative [blood thyroid stimulating hormone] in december 2012: increased [echocardiogram] on (B)(6) 2013: cavity dimensions and wall thicknesses within normal limits; no alterations of overall and/or segmental wall motion, ef 65%. Right sections within limits. Right ventricle with normal motion, tapse (tricuspid annular plane systolic excursion) > 20, mild mitral regurgitation. Ascending aorta and aortic arch normal. Pericardium normal; on (B)(6) 2018: left ventricle of normal dimensions (end diastolic diameter 46 mm), thickness (intraventricular septum and posterior wall 9 mm), with preserved overall and segmental contractility (ef 60%). Aortic root and ascending aorta of normal dimensions (30 mm and 31 mm respectively). Aortic valve tricuspid, continent, with normal gradients. Left atrium slightly enlarged (end diameter 43 mm). Mitral valve leaflets prolapsed (especially the posterior) with mild-moderate regurgitation. Right sections of normal dimensions. Right ventricle with normal movement. Mild tricuspid regurgitation with pulmonary artery systolic pressure 20 mmhg. Pericardium normal. [Gynaecological examination] in 2020: multiparous external genitalia, skin free from pathologies, cervix mobile and pain-free, adnexal regions clear, no pain in bladder region. Speculum: portio vaginalis epithelium normal, no ongoing losses. Abdomen depressible [hysterosalpingogram] on (B)(6) 2011: the preliminary exam without contrast revealed the devices positioned symmetrically. After introduction of the contrast medium, good distension of the uterine cavity was obtained without opacity in either fallopian tube [pathology test] on (B)(6) 2016: fragments of endometrial polyp, proliferative type endometrium and fragments of myometrium.; in (B)(6) 2018: chronic and acute inflammation in the fallopian tubes with development of abscesses; on (B)(6) 2018: uterine corpus and adnexa. Macroscopic description - uterine corpus arrived heavily lacerated, of 6×5 cm with adnexa adhered bilaterally consisting of one brownish fallopian tube of 4 cm in length and greyish ovary of 1.6×1×0.6 cm and one brownish fallopian tube of 4.5 cm in length and greyish ovary of 2×1×0.6 cm. The endometrium appears brownish and thin. A1 = endometrium b1 = apparent border of the uterine corpus c1-c2 = fallopian tube of 4 cm in length d1 = ovary of 1.6×1×0.6 cm e1-e2 = brownish fallopian tube of 4.5 cm in length f1 = ovary of 2×1×0.6 cm diagnosis - hypotrophic endometrium. Chronic and acute inflammatory infiltrate in fallopian tubes, one of which has at times developed abscesses. Ovaries normal [pulmonary function test] on (B)(6) 2013: obstruction of small airways, fef75 50%, fef50 57%, fev1 102, fvc 119, fev/fvc 73% obstruction of small airways, dlco 87%. [Spirometry] in december 2012: diagnostic of suspected connected tissue disease [ultrasound scan vagina] in 2020: cervix of normal size and morphology. No masses in the adnexa or pelvic deposits [ultrasound thyroid] on (B)(6) 2013: ultrasound examination characterised by hypoechoic areas of inflammation, decidedly more marked in the right lobe (hypotrophic left lobe). [X-ray] on (B)(6) 2017: x-ray of right and left knee. Mild bilateral gonarthrosis of the medial tibiofemoral compartment with narrowing of the associated joint space and marginal osteophytosis of the articular surfaces. Spiking of the intercondylar eminences. Osteophytosis of the patellar articular surface. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new event fever added. Event outcome updated for fatigue, muscle and joint pain raynaud¿s phenomenon. Medical history added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.